Manufacturer narrative:
Model number/catalog number: 72404156 serial number: n/a batch/lot number: 901976004 model/catalog description: reservoir 100 ml pc/iz unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The microscopic visual inspection of the cylinder revealed that the first cylinder had wear at fold in the proximal end and distal end of the cylinder, and had a hole in the distal end of the cylinder from sharp instrument which is standard for the explant process. The second cylinder had wear at a fold in the proximal end and distal end of the cylinder. It also had a hole in the proximal end of the cylinder from sharp instrument, and had a hole in the distal end of the cylinder from sharp instrument which is standard for the explant process. The microscopic visual inspection of the pump revealed that the pump kink resistant tubing (krt) was worn to the filament, and the black krt had a hole from sharp instrument damage which is standard for the explant process. The leakage test of the cylinder revealed that the first cylinder had a leak from sharp instrument in the distal of the cylinder. The second cylinder had a leak from sharp instrument in the proximal end of the cylinder, and had a leak from sharp instrument in the distal of the cylinder. The functional test of the pump revealed that the pump failed activation test 2 and 3. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) is defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Mechanical issue is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation as the pump not passing the functional test could have caused or contributed to the device being removed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted and returned without initial reporter and any performance allegation information. However, upon analysis of the returned components, the pump did not pass functional test. No additional information was provided.